Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a deviation between the stylus and on-screen cursor. It was also noted that the company logo button was broken. The bullets assembly was missing / broken. The power supply cover cord bay latches were broken. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.